Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have reached end of life (eol). It was reported that the battery of this implantable device was suspected to have depleted prematurely. Technical services (ts) discussed the option of submitting data from this device to be analyzed. Device replacement was recommended. This device remains in service. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have reached end of life (eol). It was reported that the battery of this implantable device was suspected to have depleted prematurely. Technical services (ts) discussed the option of submitting data from this device to be analyzed. Device replacement was recommended. This device remains in service. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product was received and analysis was completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have reached end of life (eol). It was reported that the battery of this implantable device was suspected to have depleted prematurely. Technical services (ts) discussed the option of submitting data from this device to be analyzed. Device replacement was recommended. This device remains in service. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.